Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 effluent sample bags were leaking near the port where medications are added. The customer reported that they went through three bags trying to collect an effluent sample and each one leaked near the port where medication is added. Additionally, it was reported that it appeared that the plastic on the bag was not sealed resulting in the leaks. The leaks were discovered during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: the actual devices were discarded; however, one (1) companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.